Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that the patient experienced an embolic stroke 8 hours after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. The patient experienced speech difficulty eight hours post procedure. Imaging performed revealed a couple of small posterior parietal lacunes. There was no reported intervention, and the patient had returned to baseline with no residual neurological symptoms at the time of reporting. Additionally, it was indicated that the patient experienced a trans ischemic attack (tia) in the same area prior to the procedure (B)(6) 2025 with the same symptoms (difficulty speaking).